Event description:
It was reported by the surgeon's office that the patient was scheduled for vns revision on (B)(6) 2013 for a lead fracture. Clinic notes dated (B)(6) 2013, indicate the lead test performed that day failed with battery indicate of about 90% and ifi = no, but lead impedance 9253 ohms. Notes dated (B)(6) 2013 state that the patient had fairly stable seizure control until three weeks ago when she had a total of seven seizures in one day associated with gastroenteritis. At her last office visit it was found that the vns lead was fractured; the parents elected at that time not to replace the vns. Now, they are reconsidering. The father feels that swiping the vns magnet is helpful in shortening the duration of a seizure and in reducing post-ictal lethargy. He is not convinced that the vns otherwise reduces the frequency of seizures; however, he feels the positive effect of the vns magnet is worth replacing the device. Review of the device manufacturing records indicate no unresolved non-conformance issues were found. Follow up indicated that no x-rays were taken in the neurologist's office. No patient manipulation or trauma is believed to have occurred that caused or contributed to the lead fracture. Replacement surgery was performed on (B)(6) 2013. No other information has been provided.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed the device met all final testing specifications and sterilization standards prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.